Event description:
It was reported that the patient was undergoing a spinal fusion and when the patient was opened up there was a fluid filled mass at the spinal site. The mass was at ¿3-4 on the left¿. The fluid was clear and the healthcare provider (hcp) thought it was drug, not cerebrospinal fluid (csf). The hcp thought it was drug leaking from the catheter. The patient was not reporting any headaches or complaints with the pump, but did have some symptoms of sciatica starting in (B)(6). The hcp was leaning towards not revising the catheter. It was also noted that the anchor was not attached to anything. Follow-up information indicated that the pocket of fluid was determined to be csf. The catheter was explanted and what was left was tied off. The catheter was patent. Nothing was wrong with the catheter. After it was explanted, it was tested with a tuberculin syringe and no holes were found in the catheter. The catheter was sent to pathology and would later be sent to the manufacturer. The doctor saw a hole in the dura right where the anchor was. The patient reported symptoms since a fall on (B)(6). The anchor pulled away and was thought to have caused a leak. There was a mass at the site where the catheter entered the intrathecal sac at l3/l4. The doctor decompressed the spine, removed the catheter, tied it off and programmed the pump to minimum rate. The doctor filled the dura to take care of the hole. The patient was being monitored for withdrawal in the hospital. The patient was getting intravenous medications. The device system was used to deliver fentanyl, bupivacaine and morphine. It was later reported that the distal portion of the catheter was removed. A csf leak occurred. It was later reported that, prior to the surgery, there were no catheter or therapy complaints. The csf leak was observed at the site of the catheter anchor at l3/l4 during the ¿cut down¿ for the unrelated fusion surgery. There was also a cyst of unknown origin, seen on an MRI, at the same site. The patient reported a fall on 2013-(B)(6), which was suspected to have caused stress on the anchor, causing a dural tear. At the time of this report, the patient was no longer receiving therapy. The catheter was to be sent to the manufacturer. However, a malfunction was not suspected. It was later reported that an MRI follow-up was pending. The patient was doing well at the time of this report.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: 2013-(B)(6), product type catheter. (B)(4).